Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient discovered his implanted battery was off and fully discharged sometime between nov 2 and nov 7. After a full charge, he turned the system back on. Had no issues until the evening of nov 10. While sleeping, patient awoke at 3am with severe numbness, heart racing, and general discomfort. Patient turned the deep brain stimulation off and went to ER, who contacted his neurology team. Nurse attempted to turn patient back on, but patient immediately experienced an absence seizure, staring blankly for 5-10 seconds, and seemed generally confused. Nurse lowered settings and attempted to turn system on again, same result (blank staring for 5-10 seconds), and continued tourette's tics. Nurse contacted the manufacturer representative for advice, and informed the rep that they were considering an MRI and eeg. Any factors that may have led or contributed to the issue were unknown. Patient reports no falls or any other physical trauma, only that he allowed the dbs device to fully deplete and had to charge it back up be fore he could turn it back on. The rep advised the nurse to create a new programming group, and turn the system on with amplitude set to 0.0v. Then, titrated stimulation higher but much more slowly to assess patient response. Nurse was able to get amplitude all the way to 7.3 v (original settings) with no staring episodes or heart racing, but some increase in numbness tingling. It is not resolved at time of report. Additional information was received: cause of discharge was unknown, but speculated to be patient compliance issue. Cause of symptoms unknown. Still waiting for MRI. Event is reported resolved. Additional information was received that the MRI was completed. Implanted neurostimulator was turned back on after the MRI and one monopolar contact had impedance levels just >2k.